Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier = (B)(6). There was no additional patient information provided by the customer due to privacy issues. During the request site visit, the field service representative inspected the instrument and replaced the valve, manifold kit (rohs) pn 7-77612-03, which resolved the issue. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect I systems service and support manual provides removal and replacement procedures for the valve, manifold kit (rohs). A 12-month review of tickets did not identify any trends for the valve, manifold kit (rohs). A review of the architect i1000sr, serial number (B)(4), service history found no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no trends, systemic issues, or nonconformances associated with the valve, manifold kit (rohs) pn 7-77612-03. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number (B)(4), or the valve, manifold kit (rohs) pn 7-77612-03 was identified.

Event description:
The customer reported an increase in (B)(6) architect anti-hcv results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial = (B)(6) / retest = 1(B)(6) / pcr = negative. There was no reported impact to patient management.